Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1118004) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported to the aci clinical specialist that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There were no reported complications during the procedure or closure. It was reported that after the sealant was deployed, slight fingertip compression was applied. After a few minutes of hold time, it was discovered that a hematoma had formed at the access site. An additional 30 minutes of manual pressure was held at the access site to compress the hematoma followed by application of a pressure dressing, as well as a sandbag. The hematoma was resolved, however, it was also later discovered that the patient developed a pseudoaneurysm (psa) at the access site, visualized through ultrasound. The psa was reportedly resolved using ultrasound guided compression. It was reported that the physician felt the complications were under control, however, decided to admit the patient to the hospital overnight for observation as a precaution. The patient was discharged the following day with no further clinical sequela. No further information was provided.